Manufacturer narrative:
On december 22, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 28, 2023, mentor was notified that the serial number was reported incorrectly. Updated serial: (B)(6). On january 01, 2024, mentor became aware that information was inadvertently omitted from the second follow-up report. The patient experienced a hematoma of the right breast in addition to the previously reported right breast issues. During a consultation with a medical professional, she was also diagnosed with ptosis of the left breast. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-00407 for the contralateral event. On january 04, 2024, mentor completed a reevaluation on the returned device per the newly reported information. The following was added to the device evaluation. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4) in the second follow-up, h6 health effect - clinical code should have included hematoma (e0505). Additionally, h10 additional manufacturer narrative should have included the following statements: the patient experienced a hematoma of the right breast in addition to the previously reported right breast issues. During a consultation with a medical professional, she was also diagnosed with ptosis of the left breast. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-00407 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain and hardness of the right breast. Subsequently, she was diagnosed with baker grade iii capsular contracture of the right breast by a medical professional using the patient's symptoms. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2023.

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient's original explantation date was rescheduled and performed on (B)(6) 2023. On december 18, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).